Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture and unexpected medial intervention appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during inflation. The reported patient effect of a perforation is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 / armada 35 ll, global, instruction for use (IFU) as a known patient effect. A conclusive cause for the reported patient effect of a perforation and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion with 80% occlusion in the superficial femoral artery (sfa). The lesion was prepared using atherectomy and then a 7.0x200mm armada 35 balloon dilatation catheter was advanced for pre-dilatation however the balloon ruptured during the first inflation at 6 atmospheres. After removal of the armada 35, a minor perforation was noted. Another balloon catheter was used in the attempt to seal with the perforation with prolonged balloon inflations however was unsuccessful. A 7.0x60mm absolute pro self expanding stent system (ses) was advanced over a 18 viper wire to the target lesion however the thumbwheel would not advance and the stent could not be deployed. The ses was removed without issue and another non-abbott stent was used to continue the procedure. Post dilatation of the stent was performed and the perforation was sealed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.